Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to 1 station. A technical support specialist (tss) dialed into the station and followed knowledge article (ka) "proper data sync 2.0 procedure" to perform a full synchronization. Backed up the station database and completed the full sync successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to log in to 1 station and station was required a full synchronization. However, there were no delay to patient care and adverse events or injuries reported based on this incident.